Manufacturer narrative:
Due to covid-19 restrictions, the reported solero unit (serial number (B)(6)) was not returned to angiodynamics for evaluation. The distributor of the unit performed the evaluation and repair at their site by their own technical service department with support from an angiodynamics' hardware technician. The reported fault was confirmed with demo applicators in the workshop. The technician confirmed the fault with various applicators during the evaluation. Angiodynamics' technician, suggested cleaning applicator connector pins with isopropyl. This was performed, but unsuccessful. Further support suggested cleaning the applicator connectors with an air gun. This was performed and was successful, resolving the error. After repair, the unit functioned as intended during assessment/routine service. This device meets all criteria. The reported complaint description is confirmed. It was reported to the field engineer that there appeared to be debris on the pins from the packing material. The root cause for high reflective power was determined to be a dirty connector pins, which were cleaned with air gun, error was resolved there. This is the first reported error for this unit for high reflective power. This is the first time the connector pins needed to be cleaned. The most likely root cause of the fault failure is wear and tear. A review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Disposable device review: the catalog and lot number of the disposable applicator used during the event was reported by the user as pn: h7877001060020, lot 5666313. A review of the lot history records was performed for the packaging lot: 5666313 as reported by the customer that was used in this event for any deviations related to the reported defect of the complaint. The review confirms that the packaging lots and all component lots met all material, assembly, and performance specifications. The user manual, which is supplied to the user with this unit contains the following statements: "a chilled coolant source, chilled sterile saline, is required to maintain the solero applicators at an appropriate temperature. Use only chilled saline solution for the coolant source. Obtain a minimum of 1000 ml of sterile chilled saline. The saline will heat up as an ablation progresses and may eventually become too hot at which point the system will inhibit operation. Using larger volumes of chilled saline (up to 3000 ml) may increase the amount of time before the cooling reservoir needs to be replaced. Remove the cap on tubing set spike and insert spike, item (1) shown below, in the saline source, being careful not to puncture through the saline source. To insure proper fluid movement, place the saline source higher than the generator, such as on an IV pole."the following statement is listed in section 6 (system notifications/warnings/errors); "6.1.4 coolant warm: the system will display a notification if the applicator temperature sensor detects the coolant to be hotter than 38 °c as shown. The coolant source should be replaced as soon as is convenient to ensure uninterrupted performance. While this notification does not present a risk to the patient or end user, if the temperature rises above 48 °c, the system will abort an ablation that is in progress. This notification may occur during long ablations, or during treatment of patients with multiple lesions." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with this solero generator. During preparation, the system was set up with a 19cm solero applicator; however, during the testing protocol for 30 seconds x 100w, a "high reflected power" error message occurred. This message occurred almost immediately; therefore, the system was turned off, rebooted, and the applicator was reconnected with no improvement. The system was checked thoroughly including the cartridge connectors, pump, fluid, power source, etcetera. The doctor opted to switch to a 14cm solero applicator and received the same error. This also occurred with a demo applicator, as well. Ultimately, the decision was made to change the solero generator. The 14cm applicator passed the test protocol and set up with the new generator. The procedure was completed and an ablation of 6mins x 140w was performed without incident. After waiting 5 mins for follow up CT scanning, good lesion coverage was seen. Plus halo; however, the patient was under anesthetics for an extra 30-40 minutes. This delayed the following procedures that were planned to take place in this theater, as well. It was indicated the reported solero unit is available for return to the manufacturer for an evaluation. This event meets the criteria of a reportable adverse event as the procedure was prolonged greater than 30 minutes; potential patient safety risk due to prolonged anesthesia.